Manufacturer narrative:
(B)(4) (B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated 11 degrees counter clockwise. It was stated that the patient was 172 and shifted 11 degrees to +03. The sales representative spoke with the physician in followup and stated that the doctor is not concerned about he rotation. His plan is to wait until week 3 or 4 and reposition at that time.

Manufacturer narrative:
Additional info: date of event: it was reported the lens shifted 11 degrees to 03 at one week post op. Therefore although the exact date was not provided, the date of implant was (B)(6) 2015 one week post op is (B)(6) 2015 and is being used as a best estimate of the date of event. Additional information was received stating that the patient underwent repositioning of the intraocular lens (iol) on (B)(6) 2015 in a secondary procedure. Patient was doing well post op of the repositioning procedure. Corrected data: if implanted; give date: (B)(6) 2015. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints related to the same production order was conducted. The search revealed that no other complaints for this order number were received to date. Labeling review was conducted. Lens rotation is listed in the warnings section of the package insert, directions for use. Directions are provided for placement of the lens and it is noted that special care should be taken to ensure proper positioning of the tecnis® toric 1-piece iol at the intended axis following viscoelastic removal and/or inflation of the capsular bag at the end of the surgical case. Residual viscoelastic and/or over-inflation of the bag may allow the lens to rotate, causing misalignment of the tecnis® toric 1-piece iol with the intended axis of placement. The warnings section state rotation of the tecnis® toric 1-piece iol away from its intended axis can reduce its astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. During the manufacturing record review of the production order for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.